Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer reverted to manual insulin short lasting insulin and will follow up with her health care provider (hcp) for long last insulin, customer declined follow up. Customer¿s blood glucose level was 116-222 mg/dl.